Event description:
The account alleged the battery is not working and the battery status led is on.

Manufacturer narrative:
Technical support instructed the account to check the voltages on the battery. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.